Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 curved ndl delivery sys ¿ 72202468 used in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿when the fast fix was used as it should, t2 did not deploy¿. An exact root cause cannot be determined with confidence; however, factors that may affect device performance include improper use of device and surgical techniques. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. B5: event description updated.

Event description:
It was reported that during surgery, when the fast fix was used as it should, t2 did not deploy. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H11: correction on g4.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, when the fast fix was used as it should, t2 did not deploy. There was not back-up device available and no significant delay was reported. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.